Event description:
It was reported that the patient presented in the emergency room with chest pain when breathing. Testing of the right atrial (ra) lead showed decreased sensing, high capture threshold, and loss of capture. X-ray confirmed ra lead dislodgement. The ra lead was repositioned successfully on (B)(6) 2021. The patient was stable after the procedure.